Event description:
Information received from the intreped clinical database. Treatment of a large to medium size saccular basilar tip aneurysm measuring 14.5mm x 11.5mm x 8.8mm with a 6mm neck. The patient underwent pipeline embolization treatment with coils on (B)(6) 2013 in which a pipeline was advanced across the neck of the aneurysm and deployed from the right posterior cerebral artery proximal p2 segment to proximal basilar artery. The ped demonstrated good position in the right posterior cerebral artery and basilar artery with brisk filling of the basilar artery, right posterior cerebral artery and bilateral superior cerebellar arteries. There is a delay in the flow through the left cerebral artery and minimal residual filling in the artery. No occlusion of the branches and no immediate complications. The patient was discharged the next day; however, re-admitted for unsteady gait and facial drooping. The pipeline and coils demonstrated no in-stent stenosis or thrombosis. The pipeline is widely patent with no branch occlusion. Diagnosis: peduncle ischemic stroke, small vessel, likely secondary to risk factors of hypertension, hyperlipidemia and tobacco use. MRI (magnetic resonance imaging) of the brain: no evidence of intracranial blood products, right cerebral peduncles versus artifact from the coils. Good flow/ patent basilar artery. CT (computed tomography) scan of the head: no clear evidence of intracranial hemorrhage or acute infarct, no evidence of hydrocephalus, no evidence of bone abnormalities. Parenchymal volume loss. There are extensive metallic artifacts within the basilar summit aneurysm. The patient was re-admitted on 11/14/2012 with a stroke. During the hospital stay, the patient suffered another stroke and was restarted on plavix. Diagnose of cerebellar stroke. The patient's condition was reported as ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. (B)(4).

Manufacturer narrative:
Updated age at time of event, date of event, model number, patient medical history. (B)(4).